Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous distal right coronary artery (rca). During the procedure it was noted that the 4.0x15mm nc trek balloon dilatation catheter (bdc) was missing the sidearm label. However, the procedure was successfully completed with the same 4.0x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.